Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be fi

Event description:
The patient underwent a left total knee arthroplasty on (B)(6) 2016 secondary to increased pain and discomfort. Attune implants were used. Non-depuy cement was used. The patella was resurfaced. No intraoperative complications noted. The patient underwent a revision on the left knee on (B)(6) 2019 secondary to pain, swelling and suspected loosening. Intraoperatively, the surgeon discovered synovitis; and confirmed tibial tray loosening at the cement to implant interface; and although the femoral component was well-seated and well-fixed, it was removed. There were no intraoperative complications noted. Pmh: advanced degenerative joint disease left knee with angular deformity and ligamentous laxity about the lcl. Doi: (B)(6) 2016. Dor: (B)(6) 2019 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.